Event description:
Per additional information from the site, patient had presented with new evidence of endoleak and was admitted with dyspnea on exertion. Aortic valve area measured 0.36cm2/m2. The patient was diuresed and optimized both from a cardiac and pulmonary standpoint. Failure mode of the sapien 3 valve was calcific degenerative stenosis. The patient was evaluated by vascular surgery and transfemoral access was deemed suitable with eventual outpatient follow-up for endoleak management. Aortic valve in valve was performed using a 26mm sapien 3 ultra resilia valve. The patient was stable and discharged home on post operative day 1.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional information received from the site. The following sections of this report have been updated: additional information added to b5, additional information added to b7, corrected h6 health effect - clinical code.

Event description:
As reported by an edwards lifesciences field clinical specialist, patient underwent valve in valve procedure approximately 7 years and 4 months post implant of a 26mm sapien 3 valve in the aortic position. Failure mode was stenosis due to calcification. Valve in valve was performed using a 26mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the calcific degeneration is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.